Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was unable to link the remote control (rc) to the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was unable to link the remote control (rc) to the ipg. The patient will undergo an ipg replacement procedure.